Manufacturer narrative:
The specimen was collected in a 5 ml vacutainer tube and sampled within 10 mins of collection. The specimen was hand mixed. The instrument was within qc specifications with respect to controls (accuracy) and reproducibility (precision). Samples were rerun to confirm back to the last acceptable control run. Controls were run before this incident and recovered within assay limits. On (B)(4) 2010, a field service engineer evaluated the analyzer and verified the instrument's operation. The fse reran the specimen in secondary mode and obtained correct results. Product labeling indicates that when a partial aspiration error message occurs, the operator is to ensure sample volume and rerun the specimen. If the error recurs, then rerun specimen in the manual mode, clean the aspiration system and rerun the specimen. If the error persists call beckman coulter, inc. The root cause is unk. The lh500 instrument flagged the pt results with suspect flags and partial aspiration flags that prompt the operator to further review the sample. This reportable event was identified during a retrospective review of complaints for add'l reportable events.

Event description:
Customer reported erroneous low complete blood count (cbc) results for one pt when using the coulter lh 500 hematology analyzer. Erroneous test results were reported out of the laboratory after multiple reruns. The physician questioned the results and the pt was sent to another laboratory for repeat testing. The test results were determined to be erroneous when compared to the results obtained at the other laboratory. Higher cbc results were obtained at the other laboratory. A corrected reported was issued. No reports of death or serious injury as a result of this event.